Manufacturer narrative:
Evaluation summary: patient possibly was not compliant. Screws could have been cross-threaded not allowing full threading into plate. Eval: no product was returned for evaluation. No lot number was provided; therefore, manufacturing records could not be reviewed.

Event description:
It is reported the proximal locking screws moved out from the locking holes. It is unknown if the devices have been revised. Implant date is unknown.